Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown, the sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required. This is report 2 of 2 involved in this peritonitis event.

Event description:
This is a spontaneous report by a nurse from (B)(6) of infection and peritonitis with (B)(6) in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter customer service, the patient's nurse reported the following information. On an unknown date, the patient developed an unknown infection (nurse believed a possible vaginal yeast infection). On an unknown date in 2010, the patient developed peritonitis. On (B)(6) 2010, the patient was hospitalized for the peritonitis. It was unreported whether remedial treatment was provided for the events. On an unreported date in 2010, pd therapy was withdrawn. At the time of this report, the patient was recovering from the peritonitis. It was unreported whether the patient recovered from the infection.